Manufacturer narrative:
A picture showing a set inside an open package with a red box outlining the flow regulator was provided by the customer. The complaint of 'clamp abnormal, fluid leaked from the white flow regulator connector' could not be confirmed based on the provided picture. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause could not be determined. A lot history review could not be conducted because the lot number was not identified.

Event description:
The complaint/event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. The device clamp was reportedly abnormal and an unspecified fluid/infusate leaked from the white filter/connector/flow regulator. There was no report of human harm.